Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment.¿ based on the results of the investigation, it is believed that the reported event was a result of transmission failure due to a non-olympus cable being connected to the unit, causing no image to appear. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 18 aug2021, noting that the procedure was completed by using another camera, the patient's outcome is unknown, and the initial reporter's title is inventory coordinator.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was produced due to a faulty charged coupled device unit. Additionally, it was noted that the unit was equipped with a non-olympus cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head would not produce an image during the procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.